Event description:
A 17-yr-old female went to bed afer a normal evening. Woke up to use the bathroom around 3 or 4 am. She was found dead the next day. Hospitalization at the time of implantation was prolonged due to a collapsed lung and a lead came lose. A different lead was left in permanently because it could not be removed from the apex.